Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4); product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: (B)(4).

Event description:
It was reported the patient had a fever, headache, and swelling at the ipg and lead incision sites. The patient was admitted to the hospital, administered IV antibiotics for infection and underwent an explant procedure to remove the implanted devices. The physician assessed the infection to be procedure related. The patient was recovering well post-operatively.